Event description:
Ous MDR - after an implantation time of about 31 months, no capture was reported. The lead was explanted. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR - during the analysis, the lead properties were checked. No deviations from the technical specifications that could be related to the clinical complaint were found. The cuts in the outer insulation are probably due to the implantation process. There were no indications of material defects or manufacturing errors.